Event description:
It was reported the pt was experiencing discomfort at the ipg site due to weight loss. On (B)(6) 2012, the pt's ipg was relocated. The doctor also elected to barely move the pt's leads. Relocating the ipg resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.